Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse of peritonitis and death in patient coincident with peritoneal dialysis (pd) therapy. The nurse contacted baxter homecare services on (B)(6) 2012 to report that the patient had passed away. No further information was available at that time. On (B)(4) 2012, gpv contacted the hemodialysis nurse. The nurse stated that on an unknown date in 2012, the patient experienced peritonitis that "knocked him out" and "made him weak." Etiology and causative organism was unknown, as it was not in the medical records. On (B)(6) 2012, dianeal therapy was discontinued permanently and the patient was started on hemodialysis therapy. In (B)(6) 2012, the patient was considered recovered from peritonitis. The patient had not recovered from "knocked him out" and "made him weak." On (B)(6) 2012, the patient passed away. The cause of death was unknown, as it was not in the medical records. The nurse could not comment on whether the events were related to dianeal, the homechoice machine or any baxter disposables. The nurse only knew that the patient had never recovered from the weakness brought on by the peritonitis.

Manufacturer narrative:
(B)(4). The device will be returned, but is not available for evaluation at this time. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of patient symptom - other is not confirmed and the cause was undetermined. The device was returned for evaluation. A review of the devices logs revealed no failure, malfunction or iipv event that could have caused or contributed to the patient's death. The pal evaluated the device and no failure or malfunction were identified that could have caused or contributed to the patient's death. There are no nonconformities, failures, rework or deviations documented in the device history record that could be associated with the reported condition. A review of the device service history revealed no issues that could have caused or contributed to the patient's death.